Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a mildly calcified and moderately tortuous lesion located proximal left anterior descending artery exhibiting 70% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated and the device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent balloon burst at 13 atm when it was deployed. The device was not moved or re-positioned in the lesion prior to the burst. The issue occurred on the first inflation and the pressure was unable to go past 13 atm. No intervention was used to remove the device from the patient. The stent was post-dilated with a non-mdt device and the physician completed the procedure. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. Inflation of the balloon was attempted however, the balloon failed to inflate. The delivery system was then placed in waterbath overnight to disperse any potential blockages. The balloon failed negative prep. On pressurisation of the balloon, a leak was observed, with water existing the distal tip. Closer analysis shows a burst site was evident along the distal shaft, 1.2cm proximal to the distal tip. The balloon failed to maintain pressure. Material was jagged and uneven at the burst site. Balloon material had to be cut to give a clearer image of burst site. No deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.